Event description:
The patient received an scs system including an octrode lead on (B)(6) 2005. The patient did not have any stimulation. Full diagnostic was performed showing high impedance on several contacts. The sjm representative tried to reprogram using contacts with normal impedance. Patient could not feel stimulation during the attempted reprogramming. X-rays revealed the leads have pulled out of the header. Then, patient had been referred for a revision.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.